Manufacturer narrative:
(B)(4): evaluation - results 313 inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion morphology - 95% stenosis). Deformation problem (stent deformed). Conclusion - results - inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 95% stenosis).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion had 95% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated but the device was unable to cross the lesion. On removal of the device the stent was noticed to be damaged. There was no patient complications reported. Device evaluation: the hypotube was kinked. The distal tip was flared. The 7th, 8th, 11th, 12th and 14th proximal stent segments were deformed with numerous struts partially raised. A number of struts on the 1st distal segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4)

Event description:
Device evaluation : the distal tip was flared. Numerous struts on the 9th, 10th and 11th proximal stent segments were raised and deformed. The remaining segments were intact.